Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches and discoloration on display screen. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer also reported to have been hospitalized due to diabetic ketoacidosis, but it was not insulin pump related. Customer was advised that insulin pump would need to be replaced.